Event description:
It was reported that the 9800 system had an interlock failure error message. The interconnect cable, lemo pin connector, and power cord were damaged. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable, lemo pin connector, and power cord were replaced and the fuse reset during the service call. The system was tested and found to be working as intended and put back into service.